Event description:
Event description boston scientific received information that this atrial lead exhibited low impedances, triggering a lead safety switch to occur. During the revision procedure kinks were noted in the lead body and an insulation breach was suspected. Therefore, the lead was removed in two pieces. After the extraction procedure and following the implant of the new atrial lead, which is a non boston scientific product; the patient became hemodynamically unstable, due to a possible perforation resulting in a pericardial effusion. A pericardiocentesis procedure was performed and the patient left the procedure room in stable condition.